Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) due to possible lead dislodgement. No adverse patient effects were reported. Surgical intervention was performed and the lead was explanted.